Event description:
Reporter alleged the blood glucose monitoring device base connections are burned. Reporter indicated not knowing when the alleged event occurred however no one was reported hurt. A request was made for the return of the suspect device and replacement product was sent.